Event description:
Patient was admitted due to twiddler's syndrome. It was noted that the leads were wrapped around the device, twisted and contorted. The leads were explanted.

Manufacturer narrative:
No medwatch form was received.